Event description:
The customer called to report a motor error alarm. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump needed to be replaced, but the customer declined at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.